Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 1000mcg/ml at 582mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient had return of symptoms, spasticity. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. A dye study was done sometime in (B)(6) 2018, the exact date was unknown and the results were unknown. The physician attempted to aspirate the cap (catheter access port) in surgery. The existing catheter was explanted and replaced on (B)(6) 2018. The cap (catheter access port) aspirated prior to close. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.